Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer reverted to manual injections for insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 468-469 mg/dl. A manual insulin injection was administered to address bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level ranging from 468-469 mg/dl. Customer administered a manual insulin injection themselves prior to going to the ER. In the ER, two manual injections were administered by a healthcare provider to address the elevated bg. Customer was discharged one hour later the same day with the issue resolved and no permanent damage. It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer reverted to manual injections for insulin therapy.